Event description:
It was reported the bipolar impedance was 100 ohms, and the unipolar impedance was 400 ohms, due to a possible insulation breach. Low impedance was also reported. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; partial lead in segments returned and analyzed.